Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was wearing a tandem insulin pump at the time of the event. According to the patient, on (B)(6) 2026, her cgm was reading high mg/dl; no bg meter reading was taken at this time. Around 6:00 am, the patient¿s sensor. By 7:30 am, the patient was feeling symptoms of anxiety, disorientation, shortness of breath, chest pains, nausea, and hypoglycemia. Since the patient¿s last known cgm value was high mg/dl and the patient was now feeling signs of hypoglycemia, she alleged there was a cgm inaccuracy, although the cgm device was not displaying any values at this time due to the sensor failure. The patient had taken her routine daily blood pressure medication, thyroid medication, and (2) aspirin. The patient also put on a new sensor. The patient did not take anything to raise her bg level at this time. She called emergency medical service (ems) and once they arrived, the patient¿s bg meter reading was taken but the specific value could not be recalled. The patient was treated with an unspecified intravenous (IV) medication and then taken to the emergency room (ER). At the ER, the patient¿s bg meter reading was 171 mg/dl. An EKG and ultrasound was performed and the patient was given oral zofran and hydroxyzine. The patient was discharged home around 12:21 pm the same day. The patient was ¿stressed¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.